Event description:
Hinged kit poly anterior wear (fracture on medial & lateral sides). Both tapers on femur segments were in direct contact - lost space / no gap, unable to separate stem from segment. Also blade wear material on taper.

Manufacturer narrative:
This report will be amended when our investigation is complete.